Manufacturer narrative:
The display was flashing the medtronic logo during analysis. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test or self test due to the flashing medtronic logo. Unable to download history files or traces due to the flashing medtronic logo. The pump was cut open for visual inspection and found moisture damage on electronic assembly, including pcb1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: end cap broken off, label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. The alleged cosmetic damage was confirmed when cracked case (battery tube) was noted during visual inspection. Additionally, allegations of moisture damage were confirmed when pump powered on with flashing medtronic logo, caused by moisture damage on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump frame cracked and got wet, stopped working, sensor updating. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a.